Event description:
The customer reported via phone call that they received a button error alarm. Customer stated this was the third occurrence of a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected button error alarms noted. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.